Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device has been alerting every four hours. This is potentially indicative of a rv lead issue. The lead remains in use. No patient complications have been reported as a result of this event.